Event description:
The user facility (an animal hospital) reported that they "found hub separate from the catheter after removing tape." Follow-up communication confirmed that the veterinarian feels the catheter tubing was cut while removing the bandage; the distal end of the catheter material was retrieved from the puncture site by hand; and there was no harm/impact to the animal.

Manufacturer narrative:
Close examination of the returned sample indicated that the catheter tubing was apparently severed by a sharp object, such as scissors. As indicated in the follow-up communication, the damage most likely occurred during the bandage removal process. Retention samples from the reported lot and the surrounding production lots were evaluated. All samples were confirmed to be properly assembled and to meet the appropriate performance specifications. A review of the complaint files confirmed that this lot has not been reported previously. There is no indication that there was any relation to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined, the description of the event and the appearance of the returned sample are consistent with the catheter tubing being inadvertently cut by scissors. All available information has been placed on file in quality assurance for tracking, trending, and follow up.